Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2018)') in an adolescent female patient who had essure (batch no. He01341) inserted. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: surgical pathology report: endometrium, curettage: proliferative endometrium. No endometrial intraepithelial neoplasia (ein) or carcinoma identified. 2. Uterus, hysterectomy: uterus endometrium: proliferative endometrium. Myometrium: leiomyoma (largest 6 cm) cervix: no pathologic diagnosis. Serosa: no pathologic diagnosis. Right and left fallopian tubes: paratubal cysts. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: medical device removal". A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2018') in an adolescent female patient who had essure (batch no. He01341) inserted. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: surgical pathology report: endometrium, curettage: proliferative endometrium. No endometrial intraepithelial neoplasia (ein) or carcinoma identified. 2. Uterus, hysterectomy: uterus endometrium: proliferative endometrium. Myometrium: leiomyoma (largest 6 cm) cervix: no pathologic diagnosis. Serosa: no pathologic diagnosis. Right and left fallopian tubes: paratubal cysts. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.